Event description:
It was reported the pt's entire scs system was replaced due to ineffective stimulation from the scs lead. The scs ipg was replaced due to the scs lead terminals breaking off in the ipg header during the explant. The issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.